Event description:
The customer stated the unit works on ac power, but not on battery. No patient involvement.

Manufacturer narrative:
The device has not been received but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.